Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use, delivery catheter shaft detachment outlines steps to deploy the clip from the delivery catheter shaft. This occurs prior to gripper line removal. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line in this incident could not be determined. It is possible that the clip delivery system device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficult removal; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Clip deployment was not performed per instructions for use. Gripper line was removed before clip deployment. The customer reported the clip delivery system was retained by the hospital and is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the gripper line was difficult to remove. Although there were no adverse patient effects, this event has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip was deployed on the leaflets without reported issue. While establishing gripper line removability, about 5 centimeters was removed when tightening was noted. The gripper line was checked and again the tightening was still felt on both ends of the gripper line. A decision was made to remove the gripper line before clip detachment from the delivery system, against the instructions for use (IFU). The entire gripper line was removed. The mitraclip was implanted. The clip remained stable and well seated on the leaflets. Two additional mitraclips were implanted, reducing the mr to 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.